Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep was not sure if the issue had been resolved because they haven¿t seen the patient since their visit. The rep said that their records indicated that the patient was scheduled for a surgery on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's healthcare provider (hcp) stated that the ins pocket is infected. There were no known environmental or external factors noted. The troubleshooting performed was that the hcp stated that the incision looks infected. The hcp stated that they will schedule ins replacement next week and also move the ins to the other side. The issue was not resolved. No device allegations were made. No further complications were reported or anticipated.